Event description:
It was reported that a revision was performed.

Manufacturer narrative:
This MDR was filed in error, it was later discovered that the product revised was not a smith & nephew, inc. Product.